Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, an issue related to the ventilator's flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue. The flow sensor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow sensor assembly failure was found to be caused by the improper use of a cleaning agent.